Manufacturer narrative:
Investigation findings: conmed linvatec received the handpiece for evaluation and was unable to duplicate the reported problem. During testing of this handpiece, it functioned to manufacturer temperature specification. Further investigation found a cracked collet sleeve, and the cause of this failure was unable to be determined. Associated report: 1017294-2008-00316. The handpiece instruction manual warns the user of the following: prior to each use, the microchoice elite high speed drill and all associated equipment must be inspected for proper operation. Ensure all attachments and accessories are correctly attached to the handpiece. Performance test prior to use: operate the drill at maximum speed (100,000 rpm) for one minute and monitor for any of the following: excessive noise; excessive vibration; the drill or bur guard being hot to the touch during the test procedure or during surgical use. Warning: use of a drill not functioning properly can result in injury to the pt or medical personnel. Overheating might occur if the handpiece or accessory bearings are worn or are not kept clean. Continually check all parts of the handpiece and attachments for overheating. Discontinue use and return the equipment for service as necessary. Overheating can cause serious injury to the pt or operating room personnel.

Event description:
The customer reported that during use of this handpiece to perform a third molar extraction, it got hot resulting in a burn to the pt's left lower lip. The surgeon reported that the procedure was delayed about 20 minutes, and another handpiece was obtained to complete the surgical procedure. The pt's lip was treated with vaseline and no other intervention was required.